Event description:
It was reported that during patient treatment, the anesthesia workstation stopped ventilating. Alarm for high pressure was generated. The patient was ventilated manually during the time a system checkout was performed. The patient was then ventilated normally via the anesthesia workstation without further issues. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site by the biomedical engineer and our field service engineer. The anesthesia system functioned normally and no parts were replaced. The device logs were downloaded and sent for evaluation. According to received information from the hospital there was no stop of ventilation but measured expiratory volume was lower than the set. Evaluation of the received device logs show that the system checkout (sco) prior to the case start and after the event passed without deviations. The event log shows that there was an issue when switching from manual ventilation to automatic ventilation in volume controlled mode. Alarms for low expired minute volume, high pressure and some alarms for leakage were generated. The ventilation mode was switched several times back and forth between manual and automatic ventilation and every time when switching to automatic ventilation alarms was generated. The generated alarms indicate that it may have been a leakage or a parameter and alarm limit settings related issue. The root cause of the reported issue has not been determined since no fault was found in sco, during on-site investigation and no parts were found faulty and replaced.

Event description:
(B)(4).